Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported applying her adc freestyle libre sensor on (B)(6) 2018 and on (B)(6) 2018, noticing a "leak" of a "sticky fluid". Customer's husband applied a "plaster" and on (B)(6), the sensor was removed and a wound was observed at the sensor site. Customer's husband cleansed the site and applied a dressing. On the next day, customer had contact with a healthcare professional who diagnosed an allergic reaction and cleansed the site, applied a dressing on the arm, and prescribed unspecified antibiotic tablets "in case it becomes infection". Customer was also advised to seek advice from her diabetic nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information sensor serial number has been updated. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported applying her adc freestyle libre sensor on (B)(6) 2018 and on (B)(6) 2018, noticing a "leak" of a "sticky fluid". Customer's husband applied a "plaster" and on (B)(6) 2019, the sensor was removed and a wound was observed at the sensor site. Customer's husband cleansed the site and applied a dressing. On the next day, customer had contact with a healthcare professional who diagnosed an allergic reaction and cleansed the site, applied a dressing on the arm, and prescribed unspecified antibiotic tablets "in case it becomes infection". Customer was also advised to seek advice from her diabetic nurse. There was no report of death or permanent injury associated with this event.